Manufacturer narrative:
Na

Event description:
At implant good r-waves could not be obtained. A final position recorded an r-wave of 9.3mv. After pocket closure, the r-waves decreased. At a follow-up visit in 2008, the r-waves decreased further. A chest x-ray ruled out dislodgement. The pace/sense portion of the lead was capped and the defib portion remains active.